Event description:
It was reported that 2- pyrenees tapered driver tips were stripped intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences or medical intervention were reported. This report will capture the first of two drivers.

Manufacturer narrative:
Visual inspection: it was observed that the hexalobe tip was deformed. The edges of the hexalobe tip were deformed in a rotational pattern and appeared dull. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Complaint history records were reviewed for this lot, five similar complaints were identified. Manufacturing records reveal that the device was about six years old at the time of event, as it was manufactured in 2015. It is likely that repeated use during the device's service life compromised the material integrity, causing tip deformation.

Event description:
It was reported that 2- pyrenees tapered driver tips were stripped intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences or medical intervention were reported. This report will capture the first of two drivers.